Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10c03048, h10e10089, h10f07026, h10g19078 and h10h23052 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination and peritonitis with culture positive for e coli coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient experienced a mistake/ touch contamination. On (B)(6) 2010, the patient was diagnosed and hospitalized for peritonitis. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital and had recovered from the peritonitis. The outcome of the patient mistake and touch contamination was not reported. A causality statement was not provided for the events.